Event description:
Reporting status: malfunction. Reporting rationale: loose stent could become dislodged and has caused or contributed to patient injury. Device issue: loose stent. It was reported that when the vision stent delivery system (sds) was unpacked, the stent implant was noted to be mislocated. An attempt was made to re-position the stent implant, but the stent implant slid proximal easily over the sds balloon. The stent was not stationary on the balloon; therefore, the sds was not used for the procedure. Reportedly, there was no patient involvement. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). (B)(4). Results and conclusion summation - this type of damage can be the result of, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, or handling of the stent during preparation for use. In this case, it is possible that the mislocated and loose stent is a result of handling during unpackaging and preparation for use; however, this cannot be verified. In this case, although there is no indication of a product quality deficiency, a conclusive cause could not be determined for the reported mislocated and loose stent.